Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens did not come out of the injector properly during the injection portion of the surgery. The surgeon opened another lens and completed the surgery. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
The device was returned. The plunger lock and lens stop were removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger is retracted to near the fill line. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was used in the device. The lens was not returned. The position of the lens while advancing during delivery cannot be verified because a lens delivery appears to have occurred. The root cause for the complaint of "faulty lenses, lens did not come out of injector correctly" may be related to a failure to follow the dfu. A non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated in the company aspheric intraocular lens with company preloaded delivery system dfu, only qualified company viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered a failure to follow the dfu for the company aspheric intraocular lens with company preloaded delivery system and is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).